Event description:
Pt's father reported that his daughter's blood glucose was 480 mg/dl when they had to go the hospital to decrease it. He did not report what treatment was given or whether his daughter was admitted. He observed blood in the cannula when the device was removed.

Manufacturer narrative:
The device was discarded and not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia. No product lot number was reported, so no qualification record review was possible. The omnipod user's guide warns that "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod," and advise to "at least once a day, use the pod's viewing window to inspect the infusion site." It also warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and recommends "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."